Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman flx laa closure device and delivery system (wds) was successfully implanted on (B)(6) 2024. The patient was discharged. The patient had a computed tomography scan in (B)(6) 2024, and a device related thrombus (drt) was noted on the top of the closure device. The patient was placed on oral anticoagulation (oac) due to concern for this drt.